Event description:
According to the reporter, during a cesarian section, during suturing of the uterus, while performing a continuous suturing technique, both the needle and thread broke. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Three sutures opened by the account without packaging and thirty-six sealed representative sutures that were representative of the complaint lot were received. Visual inspection of the opened samples noted two sutures and three needles. The needles were returned disengaged from the sutures. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. The swages of the needles were filled with suture material, indicating the sutures broke at the swage. Visual inspection of the packaging of the representative samples noted no damage or breaches. The burp seals were inspected and were observed to be closed. After opening the packaging, the needles were appropriately parked in the retainer foam and the sutures were wound within. Functional testing on the representative samples noted that the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumat ic yarn grip. No suture breaking or fraying was noted while handling/loading the sutures into the instron machine. The instron then pulled the sutures at a rate until the needles disengaged from the suture. The load force at the point of detachment was measured and were found to meet standard mean and individual specifications. Based on the results of the needle attachment test, the representative samples tested satisfactory. It was reported that the needle detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.